Event description:
It was reported that a vessel perforation occurred. The 100% stenosed lesion being treated was located in the right coronary artery. While using a crossboss catheter, it was noted that it tracked into a side branch and perforated the artery. The vessel was treated with prolonged balloon inflation for about an hour. The patient coagulated and the procedure was stopped. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).